Event description:
It was reported that during a gastrectomy procedure, staples were malformed at first firing. The procedure was completed by hand-suturing. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the anvil tip broken, otherwise in good visual condition and with no cartridge loaded. When tested for functionality with a test cartridge, it fired, cut and formed the remaining staples without incident. Event described could not be confirmed as the staples were noted to have the proper b-formation. Cartridges b-c-d were returned fully fired and in good visual condition. No functional test could be performed. Cartridge a batch a5az9y, cartridge b batch a5c32u, cartridge c batch y5fp7u.